Manufacturer narrative:
The customer reported that during daily image quality (iq) testing and after air calibration there was a recognized artifact on head imaging. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) visually inspected the system and confirmed the reported issue. The fse found a crack in the compensator of the a-plane collimator as the cause for the image artifact. The fse replaced the collimator and performed calibrations to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this issue. The system is in clinical use. This issue has been determined to not be a reportable event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.